Manufacturer narrative:
During evaluation of the device at a third party service center, the device logs were downloaded and no errors were found. Crack was found on upper enclosure. No other device problems were found. Device passed full testing.

Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. There was an allegation of patient death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.